Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient called to report that something went wrong with her device replacement and needs to have it changed again. A follow up with the patient¿s healthcare provider yielded the patient¿s right ventricular (rv) lead had dislodged post implant. The patient was informed of the dislodgement and refused to undergo surgery for a lead revision. The patient walked out without being released. The patient is scheduled for a lead revision. The lead remains in use. No patient complications have been reported as a result of this event.